Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed on the guarantee form does not correspond to the item informed on the guarantee form. Therefore, the lot number was not considered.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 35ncm of primary stability was achieved, the patient presented bone type IV, bone graft was executed and immediate implant procedure was performed.